Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope cable had repeatedly experienced errors in recognizing the end device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the terminal device was not recognized. A root cause could not be identified. Based on the investigation results, however, the most likely cause of the malfunction was traced to component failure due to wear on the s-frame. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.